Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. Na.

Event description:
The initial reporter alleged that the patient had a stroke while using coaguchek xs meter with an unspecified serial number. No additional information related to this event was provided by the reporter. No results from the device were provided. No details surrounding actions taken or not taken leading up to the event were provided. No treatment details were provided. The patient's history and clinical condition at the time of the event were not provided. The patient's therapeutic range was not provided. Multiple requests were made to contact the reporter for additional clarification; the reporter declined to provide any additional details.